Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by an open study, it was observed at proximal left superficial femoral artery that a 6mm x 100mm flex stent strut fracture and there were clinical stent stenosis. The patient have not experienced any aes/saes since previous visit. A duplex ultrasound was performed. The lesion has not been previously treated with a stent. Vessel diameter is between 3.5 and 7.5 millimeters (mm). The vessel in moderately calcified with a rate of stenosis greater than 71% and the length is 60 mm. The guidewire successfully crossed the lesion pre dilatation was perform with the max pressure at 10 atm. The balloon diameter was 5mm and length was 40mm. The stent was successfully deployed and the rate of stenosis after stent deployment was 30%. Post dilatation was performed with a max balloon pressure at 12 atm.

Manufacturer narrative:
Please note that device reported is a smart flex which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported by an open study, it was observed at the proximal left superficial femoral artery (sfa) that a 6mm x 100mm flex stent strut had fractured and there was clinical in-stent restenosis. The patient had not experienced any adverse events since their previous visit. A duplex ultrasound was performed. The lesion has not been previously treated with a stent. Vessel diameter is between 3.5 and 7.5 millimeters (mm). The vessel is moderately calcified with a rate of stenosis greater than (B)(4) and the length is 60 mm. The guidewire successfully crossed the lesion and pre dilatation was performed with the maximum pressure of 10 atm (ten atmospheres). The balloon diameter was 5mm and length was 40mm. The stent was successfully deployed and the rate of stenosis after stent deployment was (B)(4). Post dilatation was performed with a maximum balloon pressure of 12 atm. The product was not returned for analysis and a device history record (DHR) review of the manufacturing records could not be conducted without a lot number. The reported ¿stent fractured - (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and a rate of stenosis of greater than (B)(4) may have contributed to the fracture. There are multiple factors that can contribute to stent fracture in the sfa. The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that nitinol stent fractures occurred in cases of multiple stents and overlap related to an abnormal stress area that is created. The cumulative length of the stented segment unequivocally has been identified as the most important determinant for material fatigue and subsequent fracture. The anatomy of the superficial femoral artery is complicated and is likely the largest contributor to stent failures. Extrinsic dynamic forces including compression, torsion, and expansion can predispose stents to fracture and in-stent restenosis. As no lot number was supplied a DHR could not be completed. According to the instructions for use ¿open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backer-board with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backer-board with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.